Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, a cut on the probe unit pink rubber was found to be caused by physical stress. The reported issue (device was not locking into tower) was confirmed. In addition, service found there was a leakage from the scope connector. There was a leakage due to damaged electrical connector pin. The angulation knob was loose. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not locking into the tower. The reported issue occurred during inspection of the subject device, prior to an unspecified therapeutic procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was a deep cut on the probe unit pink rubber. This report is being submitted for the malfunction found during evaluation of the device (cut on probe unit pink rubber).